Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was traveling across the country and attempted to plug the power module into the auxiliary jack of their truck with the abbott car adapter. Despite the power module being plugged into the auxiliary jack, the power module's backup battery was not charging ( (B)(6) ) and discharged (died). The discharged backup battery was replaced with a new backup battery ( (B)(6) ) which also would not charge. The patient made multiple attempts to reinstall the backup battery and called the site to attempt troubleshooting. The replacement backup battery ( (B)(6) ) still would not charge with troubleshooting and the patient was sent another replacement backup battery by customer service.

Manufacturer narrative:
The heartmate power module 12v backup battery, serial number (B)(6), was determined to be unrelated to the reported event of 12v power module backup battery, serial number (B)(6), not charging. The backup battery, serial number (B)(6), was not returned for evaluation and no other files were submitted. Per the hf complaint procedure (rev. Bg), a device history record review was not performed as the returned device performed as intended during evaluation. The heartmate 3 instruction for use (rev. A) and heartmate power module instructions for use (rev. C) were available at the time of the event. Heartmate 3 instruction for use, section 3, entitled ¿powering the system¿, and heartmate power module instructions for use, section 2, entitled ¿setting up the power module (pm) prior to use¿, provide instructions on how to install the power module backup battery and general use of the power module. The heartmate 3 instructions for use, section 8, entitled ¿equipment storage and care¿ explains how to care for and clean the power module. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.